Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the customer's reported issue. All testing was performed using a known good ac adapter as well as a known good test patient circuit. The ventilator passed 45 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test, which includes many ventilation and alarm functions. The ventilator was thoroughly inspected; internal inspection did not reveal any abnormalities. There were no indications of oxidation on the ribbon cable contacts of the switch membrane assembly. External inspection of the pigtail showed no signs of frayed cabling. Carefusion recommended replacing the power board as a precaution. The event trace contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to carefusion that the unit had shut down while on a patient. There was no harm associated with this complaint.